Event description:
The reporter contacted animas on (B)(6) 2013 alleging trouble with the pump rewind and prime steps. The reporter indicated that the issue resulted in some elevated blood glucose levels (no values were provided). The reporter stated that the site was being changed every 1.5 to 2 days. The reporter indicated having an upcoming doctors appointment to get an increase in supplies prescribed related to the issue. This complaint is being reported because the reported issue was not able to be resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.